Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device needed to be checked. This was further clarified by a philips fse that the external paddles did not shock during testing. There was no patient involvement.